Event description:
Patient suffered a pilon fracture to the distal tibia and fibula on an unknown date, approximately (B)(6) 2012. At this time, patient came into the or and the surgeon placed an ex-fix on the tibia. On an unknown date, approximately (B)(6) 2012, patient returned to the or, and was implanted with a synthes medial distal tibial plate and screw construct. The ex-fix was removed. Approximately three weeks post-operative, patient returned for a follow up and an infection was noticed around the tibial plate incision site. Patient returned to the or on (B)(6) 2012 and the tibial plate and screws were removed. At this time, the fracture was stable and no other hardware was needed. Patient was sent home in a splint and received antibiotics. This is 1 of 10 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
(B)(4): sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, (B)(4) is achievable when the ifus are employed.(B)(4): placeholder.